Event description:
The baxter field service technician reported a pump with low flow (under- delivery) during bio-med testing. Device was serviced on-site. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/- 5%. The reported condition (under-delivery) was confirmed. Service replaced the pump head module and tested the device.service was conducted on-site.